Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera control unit had a e117 error. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New investigation added on fields: h3, h6 based on the results of the investigation, it could not be definitely determined what caused the reported error. The reported error did not occur during testing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Device examination showed the dual in-line memory module was worn and showed corrosion. Olympus will continue to monitor field performance for this device.